Manufacturer narrative:
(B)(4). D6a: exact implant date is unknown however occurred between 2010 and 2011. D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: portugal. Due diligence is in progress to determine whether the device is available for evaluation by zimmer biomet. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, between twelve (12) and thirteen (13) years post-implantation, the patient underwent a revision surgery of the articular surface for unknown reasons. A patella component and locking bar were also implanted with the new articular surface. Due diligence is in progress for this event, to date no further information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint is not confirmed. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, between twelve (12) and thirteen (13) years post-implantation, the patient underwent a revision surgery of the articular surface due to laxity of the lateral ligament. A patella component and locking bar were also implanted with the new articular surface.